Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose values of 464 mg/dl and treated via pump. The customer decline to troubleshoot for high blood glucose values. The customer was advised to return infusion set and change infusion set. The customer reported after changing infusion set they received a no delivery alarm. The customer was assisted with trouble shooting no delivery alarm, which found the cannula was bent. The customer was advised to change infusion set. The insulin pump will not be returned for analysis.